Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the application instrument would not tighten on the implant. This occurred on (B)(6) 2016, during test attempt before it was used on the patient. No adverse event was reported. Concomitant part: implant (part# unknown, lot# unknown, quantity 1). This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).